Manufacturer narrative:
(B)(4) the lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. The lead was explanted. No additional adverse patient effects were reported.